Manufacturer narrative:
The investigational analysis completed 7/22/2019. The device was inspected and reddish material was observed inside the pebax with no internal parts exposed. Then, during the second visual inspection a hole was observed on the pebax with reddish brown material inside. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab found a hole inside the pebax. Initially, it was reported that during an ablation procedure high force values displayed, and the pressure value was not stable. Catheter replacement resolved the issue. No adverse patient consequences were reported. The bwi pal received the device for evaluation. Upon initial inspection, reddish material was observed in pebax sleeve with no internal parts exposed. The observed reddish material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During a second visual inspection on (B)(6) 2019, the bwi pal found a hole and reddish brown material inside the pebax. The observed hole has been assessed as MDR reportable as the device integrity was compromised. The alert date has been reset to (B)(6) 2019.